Event description:
Related manufacturer report number: 2017865-2023-38276. It was reported, that the patient presented by ambulance to the hospital with a complaint of dizziness and malaise. An interrogation of the implantable cardioverter defibrillator revealed, pacing inhibition. That resulted, from either post paced t wave oversensing, or noise exhibited by the right ventricular lead. Programming interventions were made. The patient was referred for follow-up in stable condition.

Manufacturer narrative:
Correction: b5.

Event description:
Related manufacturer report number: 2017865-2023-38276 it was reported that the patient presented by ambulance to the hospital with a complaint of dizziness and malaise. An interrogation of the implantable cardioverter defibrillator revealed pacing inhibition that resulted from either post paced t wave oversensing, or unspecified right ventricular lead oversensing. Programming interventions were made. The patient was referred for follow-up in stable condition.